Manufacturer narrative:
On july 27, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.1 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient's left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old black/african american female patient underwent a primary breast augmentation with 350cc mentor smooth round moderate plus profile saline breast implants and experienced postoperative bilateral deflation. The diagnosis was confirmed by a physician upon physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.

Manufacturer narrative:
On july 2, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient's left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5-may-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).